Event description:
The customer observed falsely elevated axsym ckmb patient results which were not consistent with the patient's clinical history . The customer provided the following results in ng/ml: (B)(6) 2012: axsym ckmb, 109.7; (B)(6) 2012: architect ckmb, 81.7; (B)(6) 2012: axsym ckmb: 7.1. The falsely elevated ckmb results were not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
Neither the reagent kit used by the customer nor the patient sample in question were available for return, therefore, accuracy testing was performed with quality file samples of axsym ck-mb reagent lot 05235jn00 and panels which simulated patient samples. Validity and acceptance criteria were met, indicating the reagent lot is performing acceptably and within label claims. (B)(4). Based on the information in the customer complaint, evaluation of the issue reasonably suggests a malfunction occurred at the customer site. Additionally, no product deficiency was identified during the investigation.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.